Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], hypocupremia [copper deficiency], extensive nerve damage [nerve injury], tingling in feet, hands and arms [paraesthesia], numbness in feet, hands and arms [hypoaesthesia]. Case description: an attorney reported that their client, (B)(6), used fixodent denture adhesive, version unk cream from 1999 through 2006 and super poligrip from 1999 through 2006 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage, tingling in feet, hands and arms, numbness in feet, hands and arms. Treatment: unspecified medical care and treatment. The case outcome was not recovered/no resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.